Event description:
It was reported by consumer that the (B)(4) power chair will stop and give an error code. She stated she has to wait ten to fifteen minutes before the consumer has to power down the chair and power it back up to move. She also stated the chair shows charged and them with in minutes the chair has depleted its stored energy.